Event description:
It was reported that customer experienced a cgm error 42, which had occurred multiple times previously on same pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, technical support arranged replacement pump.